Event description:
Caller alleged discrepant precision results using the inratio meter: results as follows: inratio: 5.6, re-test: 6.6, re-test: 4.7. All 3 results were obtained on the same meter using the same strip lot. All results were done within minutes of each other and with fresh finger sticks from different fingers.

Manufacturer narrative:
Discrepant results (precision) comparison of inratio test results as follows: date: (B)(6) 2011, inratio: 5.6, inratio: 6.6, inratio: 4.7, mean: 5.63, sd: 0.950, %cv: 16.87, result: pass. Since %cv is less than 20%, inratio meter results pass the criteria for precision. The results are not considered discrepant beyond the documented variability for pt/inr testing. No further testing is required. Conclusion: analysis of the client's data from repeated inratio tests revealed that test result comparison met precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. As reviewed on 05/11/2011, eight discrepant result complaints were reported for lot #247450 yielding a complaint rate of 0.001%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.